Manufacturer narrative:
Concomitant medical products: 1999 lead implanted: (B)(6) 2015; 310c25 valve implanted: (B)(6) 2014.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited t-wave oversensing (twos) vost ventricular pacing. The patient also noted feeling "foggy" after their device changeout. Follow up indicated the patient has no symptoms, and the lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.